Event description:
Medtronic received information that during the implant of the closure device, occlusion of a vessel in the groin. The groin was surgically opened and the closure device was removed and the vessel was closed again. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).